Event description:
Histosonics was made aware of a manuscript pending publication which identified a previously unreported patient death which occurred one-week post-histotripsy procedure due to respiratory distress of unknown etiology.

Manufacturer narrative:
Although the attribution is unclear, histosonics is reporting this death out of an abundance of caution given the timing post-histotripsy. Histosonics is unaware of any device malfunctions or other noteworthy events which may have occurred during the case and/or contributed to the patient death.